Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. All available information was investigated and the reported gripper arm actuation issue was not confirmed during returned device analysis. The reported out of box failure (inverted clip during unpacking) could not be replicated in a testing environment as it was likely an observation of the unpacking of the device. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the gripper actuation issue and out of box failure (inverted clip). Additionally, the returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation issue). It is possible that there were device preparation techniques (e.g. Unintended curves on the device or device flushing technique) and/or the cds device experienced compressive force on the gripper lumens which resulted in increased tension on the gripper lumen coils and therefore contributed to the user experience; however, this cannot be confirmed. Lastly, during transit, the device may be subjected to vibrational forces, which can cause the clip to unlock; any tension on the actuator assembly when the clip unlocked or rotation of the arm positioner in the open direction due to vibration can cause the clip to actuate forward and to invert; however, this cannot be definitively determined. There is no indication of a device issue associated with the reported inverted clip. Furthermore, the impact on clip functionality due to an inverted clip during transit was assessed, and functionality was determined to be unimpaired if the clip is shipped and received inverted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to the gripper actuation issues noted before patient use. It was reported that the clip delivery system (cds) was received with the clip arms inverted. During prep per instructions for use (IFU), one gripper arm was unable to drop. Troubleshooting was performed and the clip was unlocked and re-locked multiple times. The gripper arm was able to drop once; however, was unable to drop again. The physician decided not to use the device. There was no patient involvement and another device was used in replacement. There was no additional information provided.